Event description:
It was reported that during a labrum repair surgery the shuttle suture of the device tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, the application of excessive force during suture tensioning, or adjusting the suture against a sharp or rough edge, may result in suture breakage. The complaint allegation was not confirmed. No evidence of that failure was received.